Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was dropped and middle button of insulin pump takes time to respond when with alarms. Customer stated that the issues frequency was randomly. Customer stated that the block mode was inactive. Customer stated that an alarm was in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The device will not be returned for analysis.